Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 3000 ml eva tpn bags were leaking from the top seam. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) bags were received for evaluation. Visual inspection revealed a long tear across the top seam of both bags. Functional testing on both bags revealed a leak from the tear. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.